Event description:
It was reported that there are image capture errors resulting in the patient having to be re-exposed. The fe determined that the tube, inverter drawer and multiplier drawer needed to be replaced. Once this was done, the unit is working as intended.